Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy procedure, the device was difficult or unable to load. It was stated that the anvil of the device did not release from the tissue after firing and remained at the anastomosis. The surgeon used a thoracic scope to look inside the stomach conduit and it was located, but it did not release with gentle retraction. The surgeon used another stapler, attached it to the anvil and fired it again but it did not release. It was then scoped from above with the endoscope and from below with the thorascope and pushed and pull gently until the anvil was released. The anastomosis was checked and looked fine while the donuts were intact but thin. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil was not received, so a post market vigilance representative anvil was used for functional testing. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. The representative anvil was not found to be difficult to unload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.